Event description:
On the (B)(6), dkk was informed that the staff at the hospital used two of the three lumos lights at an intensity level of 3. Post surgery, there was a visible pigmentation change to the patient skin around surgical site.